Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event may be related to the improper opening of the polyfoil pouch. Past complaint records have shown that the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. Follow up no. 1 was inadvertently sent for this report. The completed investigation was provided; however, it was the investigation for report # 3013394970-2019-00151. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update , and to provide the completed investigation results. One 8fr angio-seal sts was returned for product evaluation. The hemostasis sheath, arteriotomy locator, and the carrier tube assembly was returned. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was mated with the arteriotomy locator; and they were inspected under microscopy for any anomalies which would have led to no backflow being observed. The device was then subjected to fluoroscopy where no blockage was noted. There was no deformation noted within the device especially around the blood inlet holes. The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.055". The inner diameter of the hemostasis sheath was measured to be 0.038". All measurements were within manufacturer specification. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device backflow of blood was not observed. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment used with the reported product.